Event description:
It was reported that the health care professional (hcp) requested technical services (ts) to review stored atrial tachy response (atr) episodes. Ts reviewed the episodes and noted that the patient's intrinsic atrial beats were undersensed, therefore the device delivered inappropriate pacing, which induced the patient into atrial fibrillation (af). Ts recommended retrograde conduction testing and device reprogramming options. No additional adverse patient effects were reported. This device remains in service.